Event description:
It was reported the pt lost stimulation and the ipg was unable to communicate with the programmer due to being inoperable. The ipg allegedly reached end-of-life. As a result, the ipg was explanted and replaced (with a different model). The replacement ipg resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.